Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during priming with a prismaflex m100 set, an external fluid leakage was observed at the effluent line. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however, photos of the impacted set were provided. Their visual inspection did not observe any specific issue on the set. Nevertheless, the reported condition is considered as confirmed based on customer report. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.